Manufacturer narrative:
Additional product: d1: heartware ventricular assist system ¿controller d4: model#: 1420 / catalog#: 1420 / expiration date: 31-may-2022 /serial or lot#: (B)(6) / d9: no / h3: no / h4: mfg date: 18-may-2021 / h5: no / h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that review of log file data revealed history of motor start event with parameters outside of the typical range. Also the controller exhibited loss of power. The vad and the controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Additional product: serial# (B)(6). H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the loss of power event occur due to a double disconnection of both power sources by the patient.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional product: serial# (B)(6). H3:yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) hw27551 and the controller ((B)(6)) were not returned for evaluation. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed a motor start event recorded on (B)(6) 2026 at 21:38:56, in which motor start parameters were atypical. In addition, log files revealed an increase in power consumption and estimated flows to parameters above normal operating range on (B)(6) 2026. Review of the event file revealed one (1) controller power up event, with an associated motor start event, logged on (B)(6) 2026 at 21:38:51, indicating a loss of power to the controller. The data point recorded prior to the loss of power revealed a power adapter was connected to power port one (1) and bat998050 was connected to power port two (2) with 95% relative state of charge (rsoc). The data point recorded after the loss of power revealed that a power adapter was connected to power port one (1) and bat998050 was connected to power port two (2). The controller was without power for approximately twelve (12) seconds. No anomalies were recorded leading up to the loss of power. As a result, the reported events were confirmed. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. The most likely root cause of the loss of power event can be attributed to t he double disconnection of power sources, as described in the event details. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Based on the available information, the device may have caused or contributed to the observed high power finding. Based on the risk documentation, possible root causes of the high power finding may be attributed to multiple factors, including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.